Event description:
An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that the physician's wand was not working initially on (B)(6) 2016. The physician switched his wand with another wand and was able to use it without issues. Further troubleshooting by the field representative showed that the issue was with the usb adapter cable and not the wand. There were no issues with the same wand when the usb adapter was replaced. Additional information was received that the physician attempted to interrogate using his wand, serial cable and tablet. The interrogation was not successful but no error messages were reported to have been seen. The physician then used his tablet with another wand and another serial cable and the issue resolved. When the field representative visited the site, he attempted troubleshooting by changing the components of the programming system in all combinations. He used the physician's wand, different serial cable and physician's tablet and no issues were seen. Only the serial cable was consistently causing the communication errors even with the field representative's tablet and wand. No error messages were noted. However nothing happened when he interrogated and the interrogation eventually timed out without any results. He did attempt to remove the cable, wait 15 sec and re-insert it to the tablet but this did not resolve the communication problem. No emi is suspected as the other serial cable worked in the same space. The serial cable was received on 5/24/2016. Analysis is underway but has not been completed to date.